Event description:
It was reported that a multiday infusor leaked after the device was disconnected from the patient. The leak was noted after infusion. The device had been filled with 1600 mg fluorouracil in 60 ml 5% dextrose solution. It was reported that the leak was coming from around the bladder crimp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the leak; fluid was observed inside the housing. Functional testing was performed by filling the unit with green colored water. After fill, leak was visually observed at the welded area of the volume indicator port located inside the housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be an inadequate ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.